Event description:
Procedure type: liver and pancreas resection. According to the reporter: once the device was clamped down on the mesentery, the device would not open. The surgeon used a bovie around the instrument to remove the device from the tissue. A new device was opened to complete the case. Unanticipated tissue loss occurred. No bleeding was reported. There was no delay in the case.

Manufacturer narrative:
(B)(4).